Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 523 mg/dl. The customer was advised to discontinue use of the pump. The customer took correction from pen. The customer was advised if blood glucose will not fall down, they should call the ambulance. The customer agreed to replace sets which she used during motor errors.